Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a failed battery test alarm on the insulin pump. Customer took out the battery and then put the battery back in. Customer's blood glucose was 300 mg/dl. Customer stated that she had a black circle on the pump and her battery icon shows blank like there is no power. Customer stated that she can take care of her high blood glucose readings. Customer stated that she changed out the battery last night. Customer stated that she is in a rush and hung up.